Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedances measuring, 194 ohms. It was noted that the impedances were decreasing within the past year. At the most recent follow-up from september the impedances measured, 176 ohms. Technical services discussed turning off the impedance alert. This rv lead remains in service and the physician will continue to monitor the patient. No adverse patient effects were reported.